Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead was found dislodged via chest x-ray imaging. The ra lead was explanted, and patient had no adverse consequences.